Event description:
It was reported that an unspecified error message occurred on the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was confirmed as an app crash file was found. The probable cause was determined to be an app crash. The reported event of an unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as an app crash file was found. The probable cause was determined to be an app crash. The reported event of an unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.